Event description:
This rv lead was implanted on (B)(6) 2001. During device change out on (B)(6) 2012 it was noted that the lead is in the l v port of the device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).